Manufacturer narrative:
The field service representative found a blocked solenoid valve in the vacuum path of the probe. He replaced the valve and confirmed the module was running within specifications. This event occurred in (B)(6). (B)(6).

Event description:
The initial reporter received questionable hemoglobin a1c results for approximately 60 patient samples from the cobas c513 analyzer. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory. The reagent lot number was 382576. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation determined the root cause was the blocked valve.